Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose was 546 mg/dl. The customer has not treated and she has a back up plan. The customer does not known how much to take with out the pump. The customer was told by her doctor to use the pump to calculate. The customer was advised to monitor pump. The customer was assisted with changing time. The customer was advised to treat per healthcare provider instruction.